Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device ran sluggish and fluctuated in speed. The blade stopped turning after ten to fifteen minutes into the procedure. The handpiece was connected to a second motor drive and it did not work. Another like device was connected to the second motor drive and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07665. The same patient is represented in each medwatch.